Event description:
It was reported via telephone that during removal from the pt, the arterial line separated and remains in the pt's right artery. Retained fragment confirmed via bedside vascular ultrasound. At this time, there are no plans to retrieve the piece from the pt. There was no reported death or additional complications to the pt due to this occurrence. It is reported the pt is stable with no injury.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.